Event description:
It was reported via social media that the patient was frequently charging the implantable pulse generator (ipg). No further information has been obtained.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.